Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 06/22/2016. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer originally reported that during a prostatectomy procedure, the tip of the jaws broke. No patient harm reported. No tissue damage reported. Nothing fell into the cavity reported. Additional information was received on 05/24/2016 that no piece or part fell off of the device per the reporter of the complaint. Upon device receipt for investigation on 06/13/2016, it was noted that the tip of the device jaw was missing not returned along with a piece of the amodel bridge of the device.

Manufacturer narrative:
(B)(4). One used ls1500 was received for evaluation. Visual inspection found one jaw damaged. The customer reported that near the end of the procedure, the tip of the jaws broke. The reported condition was confirmed. The investigation found the instrument was bloody and subjected to heavy use. The tip was bent as if the user grasped a thick or hard bundle of tissue using the tip of the jaws causing the tip to bend and eventually break. The investigation identified the root cause of the reported event to be the user applying excessive force while grasping with the tip of the jaws.